Manufacturer narrative:
Additional information: d9, h3, h6, h10 explant was reported due to aortic regurgitation. The investigation found that all three leaflets were torn. There was no acute inflammation or significant calcifications. X-ray examination of the stent did not show evidence of deformation, which is consistent with proper handling of the valve at the time of valve insertion. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at the tear sites, which could have contributed to the formation of the tear.

Event description:
Additional information received 09/23/21; on (B)(6) 2021, the patient was brought to the emergency room (ER) due to acute congestive heart failure and concomitant pneumonia. On about (B)(6) 2021, the patient was discharged from the hospital and the patient was followed up by medications and rehabilitation. However, the symptoms of aortic regurgitation did not cease and the patient was admitted into the hospital again which prompted a redo surgery. Upon explant, the non-coronary cusp (ncc) was torn 1cm from the stent post between the ncc and right coronary cusp (rcc) towards the nadir.

Manufacturer narrative:
Additional information: b5, h6.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2018, a 23mm trifecta" gt valve was implanted. On (B)(6) 2021, the patient presented to follow-up in clinic experiencing chest pain and shortness of breath. On (B)(6) 2021, the valve was explanted due to aortic regurgitation (ar). A non-abbott valve was successfully implanted. The patient was reported to be in stable condition.